Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient¿s lead was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that one of the patient's scs leads had migrated anteriorly. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's migrated lead was explanted to address the issue.

Manufacturer narrative:
B3: event date is estimated. The allegation is against one of two leads. However, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00005350.